Manufacturer narrative:
The device has been returned for evaluation, but the evaluation is not yet complete. Once the evaluation is completed, a follow-up report will be filed.

Event description:
The facility's biomedical engineer reported that the pump failed to give an audible alarm when tubing was occluded inside pump. Despite baxter's efforts to obtain additional info regarding the date the report occurred, the medication involved, pump programming and set-up information, specific pt details, tubing product code and lot number being used, and medical intervention, no further info was available. Alternate contact info was requested, but no alternate contact was identified. No pt injury resulted and there is no adverse outcome associated with this report.